Event description:
Catheter tip of a #4 french embolectomy catheter broke off during procedure. It was retrieved using a 2nd embolectomy catheter.====================== health professional's impression======================not known.